Event description:
It was reported that 6 bd¿ sharps collectors came without lids. The following information was provided by the initial reporter: material: 305602, lot: unknown. It was reported by the customer that six sharps containers came without lids. Verbatim: bd1- sharps containers - verbatim: thanks for the return phone call. We have received a total of six sharps containers mfg# 305602 that came without lids. Will you replace the products with ones that do have lids.

Manufacturer narrative:
(B)(4). The date received by manufacturer has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd¿ sharps collectors came without lids. The following information was provided by the initial reporter: material: 305602 lot: unknown it was reported by the customer that six sharps containers came without lids. Verbatim: bd1- sharps containers - verbatim: thanks for the return phone call. We have received a total of six sharps containers mfg# (B)(6). That came without lids. Will you replace the products with ones that do have lids

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of product received with lids closed could not be verified due to the product not being returned for failure investigation. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process for the part number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were one issues reported for missing lids for the same part number throughout the last twelve months. According with this investigation there is not enough information provided from customer like lot number or pictures of the original packaging in order to determine the root cause of this issue. For this reason, it can be concluded that there are many variables that could generate this failure mode due to unknown handling and transportation or if the material is stored or there are partial sales. Additional information is needed about the handling and storage within distributor facility to rule out that this issue was generated by distributors, since the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood that they send boxes with incorrect quantity could happen. In addition, the current manufacturing controls were reviewed, and they were confirmed as capable to detect this kind of issues (missing lids). As part of this investigation, a review of customer complaint records was performed; according with the cc¿s records, no additional complaints were received through the last twelve months for the same part number and issue. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. However potential root cause will be: 1. Non-controlled method to ship partial boxes to end user (re-packaging process). 2. Non-controlled handling within distributor facilities. Based on information provided it wasn¿t possible to determine the root cause like a failure mode related to the manufacturing process since there was not enough information provided like a picture from original packaging, method used to handle material, shipped partial sells and storage controls of the remaining product within distributors facilities to perform an exhaustive investigation. The current process controls were verified and confirmed as capable to detect missing lids.